Event description:
During a remote follow-up, episodes of far-field r-wave oversensing and functional loss of capture were observed on the atrial channel of the device. Technical support was contacted and the device was reprogrammed to resolved the event. The patient was stable and will continue to be monitored.